Event description:
It was reported that patient underwent a total knee arthroplasty utilizing an impactor on (B)(6) 2014. During the procedure, the impactor screw fell into the patient's femoral canal. The screw was retrieved and the procedure was completed with another impactor. There was no delay in the procedure as a result.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component likely fractured due to extensive use and is considered worn beyond useful life.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.